Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels displayed as "high"; although specific value was not provided. Cause was not known. Customer performed a supply change as well as administered a correction bolus via the pump to address the bg. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.